Manufacturer narrative:
Initial.

Event description:
It was reported that a user of the ilet experienced hyperglycemia after lunch, with a highest cgm value of 249 mg/dl following quesadillas and starting a meal at a glucose of 165 mg/dl; the infusion set was an inset on the abdomen, there were no signs of site leakage or insulin odor, no exercise occurred, and the system subsequently brought glucose back into range without a supply change, with no alerts or alarms and no identified device or use problem. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem found and no specific component implicated, and the issue was categorized as an adverse event without an identified device or use problem. It was concluded, based on previously established findings for similar reports, that the cause was unclear and consistent with a typical postprandial rise. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.